Manufacturer narrative:
Per biomedical engineer the unit was sent to a third party for repair. The biomedical engineer did not provide any repair details. No further information was available.

Event description:
The customer states that the unit has an oxygen device failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and determined that the customer has not been trained on this product. The customer requested onsite service. Per product support, the unit may have a faulty solenoid, data acquisition (da) pcb, or flow sensor assembly. An onsite work order was created.